Event description:
It was reported that the right ventricular (rv) lead had non-sustained ventricular tachycardia episodes of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient complained of chest pain and a small pericardial effusion was found. The capped lead had perforated the rv apex. The lead was explanted. No further patient complications have been reported as a result of this event.